Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event.a review of the log-file could not be done because the log-file for the day of the treatment is not available.additional information was not received from the customer, therefore, the root cause could not be identified.(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An office manager reported two separate suction breaks occurred during flap creation on a patient's left eye during lasik. Technician tried to remove applanation cone from the end position while eye was still in contact. Laser locked down. Laser emergency stop button was engaged and arm was lifted to free the patient. Patient's surgery has been rescheduled for a later date. Upon follow up, no harm to the patient was reported.